Manufacturer narrative:
Product event summary: it was confirmed that the programmer was unable to update software because it had an incomplete profile. It was found that the stylus and cursor did not align on the programmer screen. It was also found that the programmer had damaged speaker cables which cause a failed audio loopback test. The programmer also failed an incoming functional test.

Event description:
It was reported that the programmer would not update software. The programmer has been returned to service. There was no patient involvement. It was further reported that the returned programmer subsequently tested out of specification during manufacturer¿s analysis.